Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus), due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump, and balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.